Event description:
It was reported that a patient was transferred from open heart surgery to the cvicu. In the cvicu, the device alarmed for a communication error, and the four infusions stopped. The patient was receiving vasopressors and experienced temporary hypotension. Per reporter, it's unknown if medical intervention was required as a result of the event. The infusions were changed to a new device setup. The error logs displayed a "network loss", but did not display a communication error. The iuis did not appear corroded.

Manufacturer narrative:
Additional information added to: d11. Section a.1, a.2, and a.4 was requested, however not provided. The customer¿s report of a communication error during patient transfer was confirmed in the pcu event log and was found to be the result of a channel disconnection. Testing failed to replicate a channel disconnection or communication error. A few seconds prior to the recorded channel disconnection. Pump module s/n (B)(6) is channeled off. The device logs identified a ¿net iuc communication down¿ which can be attributed to a damaged female iui on the pcu. The device had been channeled off by the user leaving the device in an idle state. There would be no audible alarm, but the pump would display ¿communication error¿. The remaining infusing pumps address label would change reflecting the device being removed from the system. The pcu event log identified a channel disconnection which occurred on (B)(6) 2019 at 11:31 am. The logs recorded the removal of channels a, b and c. The channel disconnection resulted in a communication loss which was confirmed in the pump modules event logs. The event log showed user activity and alarms that were not recorded in the pcu log as a result of no communications with the pcu. Esting performed following the detailed instruction outlined in the iui test method failed to replicate a channel disconnection. Inspection of the pcu¿s female iui found corrosion/contamination. The iui was observed with a crack in the right side of the iui housing. The female iui is believed to be a contributing factor in the reported communication error. The pcu male iui was observed with corrosion and dried fluid on the surface of the contact pins. There was no observation of contaminants on the iui to iui contact points. Inspection pump module s/n (B)(6) female iui found contamination and corrosion present on the surface of the contact pins and on the iui to iui contact points. The iui was observed with a crack housing on the right side. The iui was found to be over 10 years old and is believed to be a contributing factor in the reported communication error. The fact that the channel disconnect/communication error could not be reproduced can be attributed to the inherent wiping action of the iui connection pins during removal and attachment. This most likely had removed or dislodged the interfering contaminate outside the contact area of the pins. The root cause is being attributed to damage female iuis on the pcu and pump module s/n (B)(6).

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, no additional patient information provided.

Event description:
It was reported that a patient was transferred from open heart surgery to the cvicu. In the cvicu, the device alarmed for a communication error, and the four infusions stopped. The patient was receiving vasopressors and experienced temporary hypotension. Per reporter, it's unknown if medical intervention was required as a result of the event. The infusions were changed to a new device setup. The error logs displayed a "network loss", but did not display a communication error. The iuis did not appear corroded.